Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved from patient and surgeon. Unable to determine root cause or conduct trending analysis. No further action to be taken unless additional information is received. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available to be reviewed. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Note: this information was posted on facebook and attempts to contact the surgeon to follow-up and obtain additional information went unanswered and thus, the company cannot verify the report and was unable to conduct further investigation due to the limited information that was provided in the post. Out of an abundance of caution and a desire for strict compliance, the company is reporting the limited information that was provided, as is.

Event description:
Facebook complaint received: "I got to have mine took out thursday it has came apart and causing problems" (B)(6) 2022 - patient provided the following information: "I am reaching out I had surgery on (B)(6) 2022 on having this lap band removed at marshall medical center north in alabama is this still under a law suit I had been in hospital 2 times the cord was wrapped in my all intestines and I have been having some problems for a while the dr who put the band just recently did remove it making it 3 surgeries I am know having more problems eating and drinking and taking my meds (dr.britt )at marshall medical is one who did my surgery..it is advanced performance year 2014 size"